Event description:
It was reported that chronic total occlusion (cto) femoral arteries (sfa) were the target lesions. When the ivus catheter was being used in the cto, the ivus catheter and the guidewire (gw) could not move and were stuck with each other; both were removed from the pt's body as a unit. There were no reports of the ivus catheter and the guidewire (gw) becoming entangled; however, the physician believed the ivus catheter and the guidewire (gw) became stuck together, a result of blood inside the catheter. The procedure was successfully completed using the same guidewire and a new ivus catheter of the same model. This is being reported as a notification only. It is volcano's policy to report all cases where a potential volcano device issue causes removal or exchange of the guide wire.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded and was not returned for eval, therefore, a product investigation could not be performed. The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. No further action is required.